Event description:
When removing balloon over the guidewire, the balloon delivery system broke. Catheter and wire were removed in one system, and balloon distal end of the balloon catheter was retrieved.